Event description:
Received information regarding multiple cartridge alarm (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to the customers blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted, if the device has been received.